Manufacturer narrative:
The 17 other = the estimate was rejected and the device scrapped per the customer request.

Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, "service required" codes related to the device's system board and sensor board were found in the ventilator's downloaded error log.